Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 148 mg/dl on one meter and readings between 80-90 mg/dl on the other meter. The difference between the 80-86 mg/dl and 148 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.